Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used intra-procedure. A non-boston scientific (bsc) transseptal access system was used for transseptal puncture (tsp). Heparin was not given prior to the tsp being performed, but after tsp heparin was given. A watchman fxd curve access system (was) was advanced into the left atrium and there was a thrombus immediately noted inside the was. The physician aspirated until the thrombus was cleared. The activated clotting time (act) result was 195 seconds, so additional heparin was given. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. After deployment of the closure device, a thrombus was noted on ice imaging to have formed on the tip of the was. The closure device was released, implanted, and the was removed with the thrombus remaining inside the sheath. The procedure was concluded, and the patient woke up with no issues and was discharged home after recovery.